Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with diabetic ketoacidosis and an unspecified level of ketones. Reportedly, the patient discontinued the insulin pump, was hospitalized and treated by their healthcare provider. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals in the pump did not match. Also during troubleshooting with cts, it was confirmed that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the bolus totals in the pump not matching.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.